Event description:
It was reported that a patient underwent a knee arthroplasty. Approximately 5 years post-op, the patient reports experiencing pain, swelling, implant shifting, and worn bone and is ambulating with crutches. The patient is scheduled for a revision. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2019. D10: unknown - unknown nexgen tibial component - unknown. Unknown - unknown nexgen femoral component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: (B)(4) - stemmed nonaugmentable tibial component option cr/ps/lps size 4 for cemented use only - (B)(6). (B)(4) - femoral component option for cemented use only size f left - (B)(6). (B)(4) - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Upon receiving additional information of the reported event, it was determined to be not reportable as the device did not cause or contribute to the reported event of tibial loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.